Manufacturer narrative:
The insulin pump had a detached end cap, minor scratches on the display window, cracked case at display window corners, scratched reservoir tube window, a broken reservoir tube lip and a missing end cap sticker. The motor error alarm could not be tested due to the detached end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump had missing segments due to a cracked zebra connector on the display board. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap was protruding, and the patient pushed it back in. Reviewed the alarm history and found a motor error alarm. It was stated that the pump had been dropped several times in the past. No exposure to high magnetic fields reported. Nothing further was reported.